Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right bowel resection, the black toggle fell off when scrub nurse opened the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the stapler revealed a piece of the thumb pusher was detached. The loading unit was received with a full complement of staples and the interlock was set. No damage was noted to the knife blade. The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.